Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. The pump was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to gastrointestinal (gi) bleeding. An enteroscopy on (B)(6) 2017 revealed forrest ib bleeding in the stomach. Several gastroscopy procedures were necessary to stop the bleeding via metal clips and suprarenin. The patient received 8 units of red blood cells. On an unspecified later date, the patient was re-admitted to the hospital and listed for high urgent transplant due to recurrent gi bleeding. The transplant took place on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.